Event description:
Used the ethicon stapler. As soon as the vessel was stapled, there was immediate bleeding noted. The procedure was laparoscopic and after the bleeding it needed to convert to open. Per dr. Comments, he thought that the stapler "was not working right".